Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w version - 5.2a retainer ring - black customer returned pump for alleged no communication between pump and sensor as well as a motor noise complaint found on (B)(6), 2022. Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, sleep current test, active current test, and self test and p-cap locks properly into reservoir. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The sensor was able to connect and calibrate with the pump successfully. Pump was successfully uploaded to carelink. The following were noted during visual inspection: pillowing keypad overlay, scratches on case and minor scratches on lcd window. In summary, customers alleged no communication between pump and sensor was not confirmed. Sensor connected and calibrated to the pump successfully. Customer allegation for motor noise anomaly was not confirmed during visual inspection. Pump passed full dry test. No damage on electronic/motor assemblies noted. Customer allegation for motor noise anomaly was not confirmed during visual inspection or during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.